Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -the appearance of the device was confirmed, and it was found that the forceps elevator, air/water cylinder, hard part at the distal end, balloon attachment groove, ultrasound transducer, and air/water nozzle were dirty. Adhesion of dirt to the forceps elevator is a MDR reportable malfunction. -the probe wobbled. -no blood clots came out of the device, but there were traces. -when the device was connected and operated according to the instruction manual, there was an abnormality in the ultrasound image. After the investigation by omsc was completed, the device was sent to olympus service operation repair center (sorc) for further investigation. As a result of the investigation, the following was confirmed. -the play of the angulation control knob was out of the normal state due to the extension of the angle wire. -the insertion tube was scratched. -there was dirt on the balloon attachment groove. -due to the perforation of the bending section rubber, the watertightness was not maintained. -the adhesive of the bending section rubber was cracked. -the objective lens was scratched. -the paint on the air/water cylinder was peeled off. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. As a result of disassembling the device, there was no evidence of foreign material in each channel. However, because an abnormality was found in the air/water valve, the liquid that flowed back into the air/water valve could not be removed during cleaning, and the liquid may have flowed out of the air/water channel. Olympus medical systems corp. (Omsc) disassembled and investigated the device and confirmed the following. -foreign material was adhered to the distal end of the device. There were no other abnormalities in the appearance of the device. -the air/water channel was disassembled and confirmed, but no foreign material was found. No foreign material was found inside the other channels. -as a result of evaluation of the air/water valve returned from the user facility, an abnormality was confirmed. Omsc surmised that the reported event was caused by the following mechanism: -blood and fluids flowed back into the pipeline of the device during the procedure. -blood and body fluids that flowed back into the pipeline coagulated and clogged. -during reprocessing, the user was unable to completely clean the clogged pipeline of blood and fluids. -the clogging of the pipeline was not completely cleaned, but the user confirmed air bubbles and water supply from the distal end during preparation for use.(even if water is supplied, bubbles may appear for the first few seconds.) -before the procedure, the body fluid of the pipeline came out as foreign material from the air/water nozzle. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus medical systems corp. (Omsc) but has not been returned yet. The olympus representative provided the user facility with a warning document regarding the cleaning of the endoscope where the clogging occurred, so the medical engineer at the user facility understood the precautions, but the user facility did not inform the person in charge of nihon stery, inc.. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that after the observation-only endoscopy was completed, a black liquid dripping from the air/water nozzle of the device to the outside of the patient's body, and immediately after that, filamentous blood came out. There was no report of patient injury associated with the event. During the preparation for use prior to endoscopy, the doctor checked the air supply function of the device and confirmed that air bubbles came out of the device. The amount of air/water supply was less than it should be, but the doctor could not notice it. The doctor was a young and did not recognize how bubbles came out of the original device. In addition, the user facility provided detailed information about the event as follows: during the endoscopic ultrasound fine needle aspiration operation performed the day before the reported event occurred, the air/water nozzle was clogged and could not be used. The water supply function was still working. The air/water valve was replaced and the air/water channel cleaning adapter was attached to resolve the issue while the device remained in the patient's body, but it did not work. As a result, the user withdrew the device from the patient and replaced it to another device and completed the intended procedure. The procedure was difficult due to heavy bleeding. The device was cleaned with a non-olympus automated endoscope reprocessor, endoclens neo-s by the person in charge of nihon stery, inc..